Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk seven was found broken into pieces inside of the housing. Hairline cracks were found on input disk six. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs the grips could not clip. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The jaws of the instrument appeared to be misaligned. The medium-large hem-o-lok clips were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.